Event description:
The device was used during a laparoscopic colectomy procedure. Reportedly, the instrument did not cut. Co manually cut the tissue to complete the procedure. The hosp has reported no pt injury occurred.